Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that it was partially deployed with no detected external damage. The plunger and vessel locator wings (vlw) were fully deployed, but the thumb advancer and delivery tube had been only partially deployed as detected by the 3 on the thumb advancer not within the finger loop window. The sheath was fully slit and undamaged. Internal examination confirmed the thumb advancer/delivery tube partial deployment. The catch was still loaded and not displaced. The partial deployment of the thumb advancer did not position the firing pin located in the thumb advancer adjacent to the trigger button to permit catch displacement and clip deployment. There was no detected obstruction to prevent complete distal deployment of the thumb advancer and delivery tubeset. The device was reset for redeployment testing, which required the loaded clip removal. The test was successful with full redeployment of the device occurring less the removed clip. The received partially deployed state of the device without any of the safety release mechanisms activated indicated incorrect user removal technique. Per the starclose se instructions for use (IFU), the vlw should have been retracted prior to device removal. The partially deployed thumb advancer/delivery tubeset with the reported event of the clip failing to deploy indicated incorrect deployment technique. Per the starclose se IFU, the thumb advancer is to be deployed until the number 3 located on the thumb advancer is positioned within the number window located in the finger loop. During manufacturing, a sampling of completed starclose se units from the lot was functionally and destructively tested to verify proper device operation. Additionally, lab testing of the returned device confirmed proper device function. Based on the investigation, the device performed according to specification and no product lot quality deficiency was detected. The cause for the reported event was determined to be user error in deployment technique. Review of the device lot history record did not reveal nonconforming material records associated with this lot. A query of the complaint handling database found no similar incidents. There does not appear to be an indication of a product quality problem.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a starclose se device after an attempted interventional procedure. Reportedly, the nitinol clip would not fire and release. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. Additional information was not provided.